Event description:
Customer reported that the screen on the insulin pump is scratched. Customer stated that the device is working but she is unable to fully read the screen. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a severely scratched display window, cracked battery tube threads, a cracked reservoir tube lip, and a cracked battery tube.